Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 220 (pump max). During the procedure, the aspiration for the pump max repeatedly stopped working, despite the hospital staff not turning it off with the power button and, therefore, the pump max was removed. The procedure was then completed using a different pump max. There was no report of an adverse effect to the patient.